Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was unable to finish troubleshooting with tandem technical support but planned to load a new cartridge to resolve the issue .